Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4 model no: - additional information d4 serial no: - additional information d4 lot no: - additional information d4 expiration date - additional information d4 UDI: - additional information e1 initial reporter first name - additional information e1 initial reporter telephone number - additional information h2 type of follow up: - additional information h4 device mfg date ¿ additional information h6 - additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.